Manufacturer narrative:
The biomedical engineer reported that the unit has an intermittent ECG measurement issue. This unit will occasionally measure ECG; and whenever it does, the customer states that often times the readings are incorrect. It is expected that the readings are constant 60 bps using a simulator. This unit was not reading all the leads. It would only read 1 lead. The readings were inconsistent or erratic. They do not know if there were any error messages. This was found at set up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the unit has an intermittent ECG measurement issue. This unit will occasionally measure ECG; and whenever it does, the customer states that often times the readings are incorrect. It is expected that the readings are constant 60 bps using a simulator. This unit was not reading all the leads. It would only read 1 lead. The readings were inconsistent or erratic. They do not know if there were any error messages. This was found at set up. No patient harm was reported.

Event description:
The biomedical engineer reported that the gz transmitter had inconsistent or erratic ECG readings and was reading only one lead. This issue was found during setup. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the gz transmitter had inconsistent or erratic ECG readings and was reading only one lead. This issue was found during setup. No harm or injury was reported. Investigation summary: the reported device was sent in for an exchange. During the evaluation of the returned device nihon kohden repair center (nk rc) was able to confirm the reported issue of incorrect readings. Part cd-334p was found to be malfunctioning due electronic failure. Corrosion was also found on the battery contacts. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur due to improper use with batteries or fluid intrusion due to the corrosion found on the battery contacts. Wear and tear due to aging or frequency of use can gradually degrade components. The device was installed in (B)(6) 2018. The root cause is likely related to fluid intrusion or mishandling of the device as corrosion was found on the battery contacts.

Manufacturer narrative:
**UDI related data quality updates only** corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer reported that the gz transmitter had inconsistent or erratic ECG readings and was reading only one lead. This issue was found during setup. No patient harm was reported.